Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300-325 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg level was addressed by a bolus via the pump. Customer went to the emergency room and was treated with intravenous fluids of saline, insulin, magnesium and potassium. Customer was released the same day with the issue resolved and no permanent damage. The infusion set brand and manufacture was not provided.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.